Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause for the reported pulmonary vein stenosis may have been procedure related.

Event description:
Following an atrial fibrillation ablation procedure the patient developed pulmonary vein stenosis. During a follow up visit several months post-procedure, it was noted that the patient developed dyspnea on exertion. Stenosis was identified in the left superior and left inferior pulmonary veins. There were no performance issues with any sjm device during the procedure.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
Additional information received indicates a stent was placed to treat the stenosis.